Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had a stored ventricular episode that was requested for review by technical services (ts). During the episode, 6 shocks and 10 bursts of anti-tachycardia pacing (atp) were delivered. Ts determined that this episode was most likely a supraventricular tachycardia (svt) with rapid ventricular response (rvr) which would make the therapy provided inappropriate. It was noted that the results will be discussed with the cardiologist. It was noted that the presenting electrogram (egm) was normal. No additional adverse patient effects were reported. Currently, this ICD system remains in service.